Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s nurse reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 498 mg/dl at the time of incident and did not feel okay to troubleshoot. Customer¿s nurse also reported that the insulin pump had a picture of a pump pointing to a book and a question mark. The insulin pump will not be returned for analysis.